Event description:
I am a otherwise healthy male diagnosed - 2009 - with parkinson's. My claim is due to the factor that I have had dentures since 2000 and since that time the use of poligrip cream adhesive for lower dentures and on occasions when not available switching to fixodent. I started to notice unbalance movements and tremors along my right side of my body - arm, leg and back - about a year ago - 2008. In 2009 I went to dr for my yearly physical, who referred me to dr(another) 2008 - urologist - who diagnosed an enlarged prostate - not cancer - and dr(third), in 2009 - neurologist - who diagnosed parkinson's. Now my whole life style has changed - the cost of treatment is extremely high and my civil servant employment is in jeopardy. I am having difficulty in performing my everyday routine activities at work like the use of the computer and the simple task of writing has become a problem. I wish to request your assistance in further eval and screening to avoid further damage and disability. If my case has initial interest and merit, I would like to claim zinc poisoning that lead to my irreversible condition. My medical consultants are: dr - urology center, dr - neurology clinic, dr - hospital. Dose or amount: 34 grams, 21 grams; frequency: once a day; route: #1 and #2: dental. Dates of use: 2000 - 2009.